Event description:
Additional information: it was considered that the roller study was not conducted correctly.

Event description:
It was stated that the catheter was also replaced due to it "going bad" along with the pump.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2010 (B)(6), explanted: unk. Analaysis results were not available at the time of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Drugs delivered via the pump were morphine, clonidine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had experienced a loss of therapeutic efficacy. It was stated that the residual volume at the time of refill was the same amount from the last refill. A (B)(4) study was done and showed no rotor movement. A (B)(4) study was also performed and it did not show any leaks or kinks. The pump was replaced. At the explant it was noted that the pump had 37 ml in the reservoir that "was identical to the amount noted in the reservoir two weeks prior to replacement". Patient sustained no injury and recovered without sequel. Drug(s) delivered via the device was noted as "other".

Manufacturer narrative:
(B)(4).